Event description:
It was reported that the power supply (14v battery) was disconnected from the white cable of the system controller when a red battery alarm was suddenly indicated on the system controller. A fully charged 14v battery was connected to the black cable of the system controller. Looking at the log files, on (B)(6) 2026 at 10:34am, the indicated values for voltage and relative state-of-charge (rsoc) voltage was fluctuating in atypical manner. Therefore, it was assumed there was an issue with the black cable of the system controller. The red battery symbol indicated when the power supply was disconnected from white cable.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
The system controller exchange resolved the issue.